Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had experienced a loss or change of therapy. The patient did not feel stimulation. Symptoms reported were: not feeling stim/symptom return . Yesterday had terrible day with bladder. Last night didn't feel the stim anymore and felt something but not what felt before. Pt states she will try increasing stim and see if that helps if not will call hcp (healthcare provider). Pt has never increased the stim yet. Event date: (B)(6) 2016. Indications for use were noted as: urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va11lr6, product type: lead.

Event description:
Additional information received from the patient reported she increased the voltage in her stimulator and that helped her symptoms. She also called and discussed the decrease of effectiveness of the stimulator with her doctor, who told her to decrease her activities, which he felt were moving the wire further from the nerve. The patient thought this was an important part of advice to give a patient after the first 6-8 weeks after placement of the stimulator. Further information received from the patient reported that after she increased the stimulation to a higher setting, the stimulation was uncomfortable in her vagina/right labia. She noted that the tapping changed to slow tapping. The patient mentioned that she was too active right after the implant and the doctor reviewed recommended activities with the patient and she scaled back. She saw the doctor two weeks ago ((B)(6)-2016) and was told everything looked good, so she assumed it was okay to resume her active lifestyle that day, including clamming, gardening, lifting heavy bags, etc. She noticed that when participating in active activities that involve squeezing she had less symptom control and a return of urgency. The patient was going to review activity levels and her experience with symptom control during activities with her doctor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider and it was reported that the device was not helpful for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.